Event description:
Medtronic received a report that the patient complained of nausea and vomited twice with coffee ground content. This adverse event (ae) did not result in hospitalization, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or concomitant or additional treatment being given. Ae was treated with nasogastric tube. The outcome status was recovered/resolved with outcome date of (B)(6) 2025. Ae did not result in a diagnostic procedure or test being performed. Ae occurred post procedure and was not related to the disease under study. Ae was not a new or worsening of existing neurological deficits. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life threatening. The site assessed this event as possibly related to the antiplatelet medication and study procedure, and not related to the study device or ancillary device. The sponsor conservatively assessed as rist related, due to abnormal aortic arch and transradial access not possible. Per site reported information, rist radial access was used. It was a cross-over from transradial access to transfemoral access with the reason being aortic arch could not accessed. Additionally, it was reported that rist did not provide adequate navigability due to aortic arch impossible to be accessed. No symptoms were associated with this finding. Site was queried on whether the rist access issue was due to a device deficiency, or due to patient anatomy. Additional information was received reporting per update if adverse event of coffee ground vomiting, with onset date 2025-09-04, "was a concomitant or additional medication given" was updated to yes; "was the ae treated with a percutaneous intervention" was updated to no; diagnostic imaging from (B)(6) 2025 was specified to be CT of brain. The patient was undergoing surgery for treatment of an abnormal morphology left internal carotid artery (ica) c7 terminus aneurysm with a max diameter of 7.5 mm and a 2.8 mm neck diameter. Aneurysm dome height: 4.1mm. Aneurysm dome width: 7.5mm. There was complete stasis at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. The patient's medical history includes: cigarette smoking currently, hypertension controlled, hyperlipidemia. The patient is alive with no injury. Additional information was received reporting that the cause of the nausea/coffee ground vomiting was not reported. Per site, the reason rist was not introduced was "aortic arch could not be accessed." The site reported the 'type' of the aortic arch was 'abnormal' and therefore "device deficiency was not the case. The problem was only anatomy". Additional information was received reporting that according to sub-I doctor, there is no connection to the study device, possibly connected to anesthesia. Site confirmed relationship to anesthesia most likely, per sponsor assessment, possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.